Event description:
Right internal jugular line placed. Catheter appeared to be in the right carotid. Catheter discontinued. Pt awakened from anesthesia. Negative neurological examination. Right arteriogram performed with negative results. Anesthesia begun and operative procedure performed without complications.